Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log into cabinet. A technical support specialist accessed medbank myqlink (mql) and enabled the controller, then remoted into the cabinet to stop and restart aspsync. After the controller disabled again, it was re-enabled, followed by a deactivate and reactivate process. This restored system synchronization and allowed successful user login. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to log in when setting up the cabinet. However, there were no delays or adverse events or injuries reported based on this event.